Manufacturer narrative:
(B)(4).

Event description:
It was reported via a hotline call. The rn had a patient in the cath lab over the weekend and had an intra-aortic balloon (iab) placed. An attempt was made to insert the sheath through the same access that they had used for the procedure in the lab. The patient had very tortuous vessels and that the sheath kinked during insertion. They were not able to advance the iab through that sheath. They then inserted the iab through the second sheath in the kit into the opposite (left) leg without any issues, and were able to begin pumping. The original sheath (that kinked) was capped and left in the right femoral artery. The patient was sent to boston with it in place. There was no reported patient death or complications.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for analysis therefore the reported complaint that the sheath kinked upon insertion is not able to be confirmed. The root cause of the complaint is undetermined. The specific lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends.

Event description:
It was reported via a hotline call. The rn had a patient in in the cath lab over the weekend and had an intra-aortic balloon (iab) placed. An attempt was made to insert the sheath through the same access that they had used for the procedure in the lab. The patient had very tortuous vessels and that the sheath kinked during insertion. They were not able to advance the iab through that sheath. They then inserted the iab through the second sheath in the kit into the opposite (left) leg without any issues, and were able to begin pumping. The original sheath (that kinked) was capped and left in the right femoral artery. The patient was sent to boston with it in place. There was no reported patient death or complications.